Event description:
The hcp reported the pt was experiencing a return of spasticity. The pt had complained to the hcp of the pump not working. The pt had hit the pump accidently with the car door. A dye study was done and reported as inconclusive. The neurosurgeon chose to replace the entire device system. It was replaced and returned to the manufacturer for analysis.